Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during fill 4 of 4. The patient was connected at the time of the alarm and had not disconnected. The supply bag had disconnected. The hp cycled the power and received a system error 2367. The baxter technical services representative (tsr) referred the hp to his registered nurse (rn). The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the care giver on (B)(6) 2012. She stated that the patient had started over with new supplies that night, and therapy went well. They had both inspected the bag and cassette, and did not notice anything unusual about the supplies that may have caused the bag to disconnect. The patient had spoken with his nurse about the alarm. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, however; the lot number was provided. Therefore, a batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.